Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). After an unspecified guide wire crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was selected and advanced to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 12 atmospheres after being inflated for 5 seconds. The device was completely removed from the patient. The procedure was completed with a 6x20 sterling balloon catheter. No patient complications were reported and the patient's status was good.